Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they passed out due to experiencing low blood glucose levels. The customer did not report their blood glucose level for the time of the incident. The customer had symptoms such as loss of consciousness. The customer did not indicate a form of treatment. Customer¿s blood glucose level was 85 mg/dl at the time of the call. The customer declined troubleshooting for the low blood glucose event. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.